Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 18, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip but were in specification for a used device. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received coated in viscoelastic residue. The lens was cleaned and inspected revealing no issues. The complaint issue "delivery issue" could not be confirmed, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was originally reported that a defect occurred in the preloaded monofocal intraocular lens (iol). Through follow-up, we learned that when inserting the lens into the eye, the plunger was turned to allow the iol to come out to a sufficient position, but the lens stuck to the plunger without being opened and came out of the wound. The account indicated that since the iol could be taken out without being caught in the wound, a replacement device was implanted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.